Event description:
It was reported that the patient underwent a pelvic organ repair procedure to treat pelvic organ prolapse on (B)(6) 2005. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of an extraperitoneal sacropexy, posterior colporrhaphy, paravaginal repair and cystoscopy performed during mesh implantation. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2006 due to vaginal mesh erosion. It was reported that the patient underwent mesh revision/removal on 04/16/2010 due to vaginal mesh erosion. It was reported that on (B)(6) 2010 the patient underwent a mesh revision/removal due to vulvar cyst and vaginal wall mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, bacterial vaginosis, atrophic vaginitis and bleeding. (B)(4).